Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system intermittently would fail to produce fluoroscopic x-rays. There is no report of patient injury or death.